Event description:
During a transurethral resection of the prostate, a cutting loop electrode reportedly sparked at the connection between it and the electrical handpiece. No injuries occurred. Another cutting loop was inserted and the case proceeded with no further problems.